Event description:
It was reported that a malfunction occurred on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.